Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received one device. Visual inspection of the instrument noted the anvil key was disengaged. Visual inspection of the single use loading unit noted that it was pre-fired and engaged in interlock. There were some staples protruding from proximal staple cartridge channel. Microscopic inspection revealed no damage to the knife blade. See attached photos. Pmv did not perform functional testing; the sample was preserved for engineering. Forwarded to engineering for further evaluation due to the part of the anvil key that had disengaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection of the instrument noted the anvil key was disengaged. Engineering confirmed that several controls are in place to ensure the proper assembly of the anvil key. Without the anvil key ring engineering could not determine why the part disengaged. The single use loading unit (sulu) was pre-fired and engaged in interlock with some staples protruding. The knife blade displayed no damage. Functional testing included advancing the firing knob of a test instrument with a test sulu loaded and the shipping wedge still on, which caused the pushers to move up deploying the staples. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the open stapler jaws would not close may occur as a result of closing the unit when the loading unit safety lock is engaged due to improper loading of the cartridge. Replication of the disengaged anvil key is most likely due to rough handling of the unit which may include dropping of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis. For the first firing, the surgeon approached the tissue and tried to close the forks, however, it could not. Then the surgeon opened the forks and noticed a metal part was disengaged. The piece fell into the cavity of the patient but was retrieved. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.